Event description:
It was report that: the crna could not manually ventilate the pt due to a leak in the apl valve. The pt was ambu-bagged while a doctor was called in to look at the machine. After the doctor adjusted the apl valve between the man and spont positions a few times at various pressure settings, the leak stopped. The pt was placed back on the machine and the case was completed.